Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. It was reported the monitor and cable were replaced. It was reported that after replacing the usb touchscreen, the touchscreen stopped working after 25 minutes. Pulled a mouse(not mdt) and was unable to get it to work as well. Swapped usb ports on the computer and rebooted the system and the touchscreen was working as intended. Waited 20 minutes with no change. The cable was returned for analysis. Functional testing determined that the cable was functioning as designed. B01 c19 d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the touch screen was becoming unresponsive. When they were in navigation and they went to try to make the screen bigger it would not work. The manufacturer representative tried to use the mouse from the site's on-site computer and it worked as expected.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735856, no hardware parts have been returned for analysis. B17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A23 was coded for the intermittent touchscreen function. A1301 was coded for when trying to make the screen bigger it would not work. A110201 was coded for the system being unresponsive. H6: multiple annex f codes were reported. F26 corresponds to no patient impact. F1908 corresponds to surgical delay of less than 1 hour. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.